Event description:
The user stated pt ise results were coming off the analyzer really low and they were repeating them on another analyzer using the same methodology where they are recovering normally. Six examples were affected in 2009, and two patient samples were affected the day before. No data was provided for the erroneous results from the same day, however, two erroneous results were released and corrected quickly after they were repeated. The user is certain no patients have been harmed or treated based on the erroneous result. Six samples were provided from original date, four of which were considered discrepant. All results are in mmol per l. Sample 1 initial sodium result was 78, repeat result was 132. Sample 2 initial sodium result was 71, repeat result was 127. Sample 3 initial sodium result was 74, repeat result was 129. Sample 4 initial potassium result was 1.8, repeat result was 3.1. No erroneous results were released the same day. It was noted some of the samples were accompanied by data flags notifying the user there was a problem, however, the user refused to provide details on which result were flagged.

Manufacturer narrative:
The field service rep determined the dilution vessel was not being evacuated completely. He replaced the vacuum pump seal, and replaced sv21. Calibration and qc were run to verify the performance of the analyzer, and all results were good.